Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to the patient developing urinary incontinence, urethral atrophy and the device was having inflation issues related to fluid loss. The patient is expected to fully recover.

Manufacturer narrative:
Implant date: exact date unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.